Event description:
It was reported one of patient's lead was completely fractured and the other lead migrated in addition to the ipg flipping and causing patient pain. Surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.